Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that his olympus visera elite video system center was not displaying an image during a diagnostic procedure. According to the initial reporter, there were color bars present on the display, when he attempted to change the unit to narrow band imaging (nbi) mode. Reportedly, the intended procedure was completed using the subject device without any negative effects to the patient. The initial reporter went on to confirm, that the subject device was inspected prior to use.

Manufacturer narrative:
The device was returned. And an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. During testing, the unit was not displaying color bars when nbi mode was selected. If additional information becomes available following the device evaluation, a supplemental report will be filed.